Event description:
It was reported that after an unknown procedure, there was an anastomotic leak at the site. Lead started four or five days after the first operation. Performed further surgery of colostomy eight days after the first operation. Instrument was used at double stapling technique. Artificial anus was fixed to pt.